Event description:
It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, on (B)(6) 2019, the patient's lead was revised with the addition of a second 3186 lead. Therapy was restored post-op.